Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed an 1127 "ovp circuit failed" alarm error and other multiple alarm errors on the screen. There was no patient involvement at the time the issue was discovered as the issue was found during device setup. No patient or user harm was reported. The customer called technical support to report that the device displayed an 1127 "ovp circuit failed" alarm error and other multiple alarm errors on the screen. The device was cycling breaths, but the customer did not have a test circuit for testing. The remote service engineer (rse) performed troubleshooting, and while in diagnostics mode, the rse discovered that the 35v, 5v, and 3.3v readings were all at zero and out of specification. The rse also found that the 1127 "ovp circuit failed", 1117 "3.3 v supply failed", 1118 "5 v supply failed.", 111d "mc pcba adc failed", and 111b "35 v supply failed" errors were logged in the event log. The power management (pm) printed circuit board assembly (pcba) had been updated per fco86600066, and the device had software version 2.10. The rse advised the customer to replace the motor controller (mc) pcba to correct the error messages and provided the customer with the part number of the replacement mc pcba for repair. Resolution and disposition:

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.